Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (363) 31gx8mm, 0.3ml bd insulin syringes from lot 0132200. Consumer reported that when you pull the cap off the needle comes off into the cap. The returned samples were examined, and the following was observed: 13 out of the 363 syringes were returned after use; 9 of these 13 syringes exhibited a needle hub/shield assembly separated from the barrel¿no damage to the barrel tips was observed. Removing the cannula shields from the 4 other used syringes did not result in hub separation. An additional 30 syringes were tested for hub separation: none of the 30 tested syringes exhibited hub separation after removing the cannula shield. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one(1) notification [200894508] noted for out of spec shield pulls. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of samples found (4) syringes with no needle assemblies attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Rationale: based on the investigation, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 hub separated on 20 occasions. The following information was provided by the initial reporter: material no:328438, batch no:0132200. It was reported that when you pull the cap off the needle comes off into the cap.